Event description:
It was reported that the device gave a cassette detection error. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found contamination at the downstream occlusion (dso) sensor area. Functional testing was performed but could not duplicate the reported issue. The event history log confirmed the reported event. The investigation determined the most probable cause of the issue is the dso sensor. The dso sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.